Manufacturer narrative:
Follow-up #1: date of submission 2/7/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: no defect was found. Review of the pumps user settings shows the ¿iob duration¿ was enabled and set to 2 hrs. ¿ez-prime¿ steps were performed correctly, a 10 u normal bolus was programmed and delivered during investigation with iob turned on and set for 2 hrs. After 2 hrs, iob remaining in status screen2 and in advanced bolus screens still showed remaining iob of 0 u. The insulin on board (iob) feature is functioning properly, unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas and reported that the patient alleges an insulin on board issue and has lost confidence in the pump. There is no allegation of an adverse event. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose.